Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb screen cover glass fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb screen cover glass. In addition, our technician confirmed that the control body fluid damage, the ocular cloudy (not clear view), the insertion flexible tube compressed (short in length), the light guide cable for prong compressed (short in length), the operation channel (primary) buckled, the forward body frame corroded, the insertion flexible tube leak, and the ocular dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.